Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed, and the reported failure was confirmed by fa. The instrument was found to have thermal damage on the bipolar yaw pulley and an exposed electrode on one of the bases of the bipolar forceps grip. The instrument passed the electrical continuity test. No sign of damage on the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white plastic piece near the maryland bipolar forceps (mbf) instrument wrist was burned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was a procedure delay of 15 minutes. The procedure was completed. The surgeon did not know what could cause the thermal damage to the instrument. It is unknown if the instrument was collided with an energy instrument during procedure. There was no arcing observed during procedure. The thermal damage was observed at the end of the procedure. Monopolar curved scissors instrument and prograsp forceps instrument were used together with the mbf instrument.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like there is thermal damage to the maryland bipolar forceps instrument yaw pulley and the electrode is exposed as a result.